Manufacturer narrative:
The device was discarded by the customer and will not be returned to medtronic for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information indicating that during the use of this cannula, the cannula perforated the back of the patient¿s heart. A second pump run was required to resolve the event. The surgeon was using this cannula as a substitute due to the unavailability of the surgeon¿s normal cannula. The surgeon stated that this cannula was more rigid, which resulted in the perforation. The cannula was discarded by the customer and will not be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.